Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, high pacing lead impedance was observed. Lead was repositioned but the issue persisted. Lead was not used and was replaced with another lead successfully. Patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.